Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was seeing the reposition antenna screen. The patient was walked through antenna locate and reported seeing a warning power on reset (por) screen and she still couldn¿t charge the ins. The patient reported that she fell and landed hard on her side where the ins was about 2 months ago. The patient reported that she had lost some weight and it felt like her ins maybe flipped in the pocket. The patient reported that the ins felt loose in the pocket and it was sticking out more than it used to. No further complications were reported.